Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The unspecified target lesion was severely calcified. This 10mmx2.25mm wolverine coronary cutting balloon monorail was selected; however, during inflation the balloon ruptured at 12 atmospheres. The procedure was completed with this device. No patient complications were reported and the patients status is stable.

Event description:
It was reported that a balloon rupture occurred. The unspecified target lesion was severely calcified. This 10mmx2.25mm wolverine coronary cutting balloon monorail was selected; however, during inflation the balloon ruptured at 12atmospheres. The procedure was completed with this device. No patient complications were reported and the patients status is stable. Device evaluated by manufacturer: a visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak located approximately 6mm distal to the distal edge of the of the proximal markerband. No issues were identified with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this wolverine device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile investigation identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.